Event description:
It was reported by the patient that the remote monitor was no longer receiving power. A new power cord was tried, but the situation was not resolved. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summery (B)(4): the device was returned and analysis found the assembly out of specification electrically and the vendor was unable to perform debugging due to a serious component burn.